Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir came out of the compartment and the pump alarmed multiple no delivery alarms. The customer's blood glucose reading was 136mg/dl at the time of incident. Troubleshooting found that the customer has had diabetic ketoacidosis 3 times. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer was also advised that the reservoirs would be replaced. Troubleshooting found that the pump self test passed. No further details given.